Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced damaged logic board, broken bottom rear case, and lifted trace u1 due to error code 260.4130. Based on the findings, service was unable to determine the root cause of failed preventive maintenance. A review of the device history record showed the device had a manufacture date of 20oct2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.